Manufacturer narrative:
The evita 2 dura was investigated by a service technician at the customer site. The device performed as intended and passed all tests. No device failure could be determined. The log book of the evita 2 dura was analyzed and showed no technical error of the device. The log book further stated that the ventilator was set to CPAP asb mode which probably did not satisfy the pt's need. The ventilator continuously alarmed all night long for a high frequency and apnea ventilation according to the user settings. As stated by the customer the alarms were not recognized by the personnel, as the pt was located in an isolated room. The evita 2 dura was not equipped with the nurse call option and consequently not connected to the central alarm system. The conclusion is that the no device failure of the evita dura has contributed to the reported event. At 9:33 the user became aware about the alarming evita 2 dura and started interaction according to the log entry.

Event description:
In 2009, at approximately 09:00 to 09:30, the evita 2 dura was found to be disconnected from the pt. The pt went into respiratory and cardiac arrest. The ventilator did audibly alarm but since the ventilator was in an isolated room, hospital personnel did not hear the alarm go off. The pt allegedly sustained brain damage.